Event description:
Customer reported the insulin pump had alarmed button error. Customer reported this was the first time the device alarmed. Customer's blood glucose was 153 mg/dl. Customer reported the alarm occurred during normal use. Customer thought the device had alarmed no delivery and saw it was a button error instead. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had minor scratches on lcd window, missing end cap sticker, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.